Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that after distal transection with the tsb45, the rows of the staple line were not closed securely. Inserting the circular stapler, the staple line was open. There was no consequence to the pt. The device was discarded.